Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this ra lead had noise, inappropriate atrs and atrial pacing inhibition. The patient had shortness of breath and palpitations. Impedances were greater than 2500 ohms. Thresholds were at 1.3 with loss of capture. The output was reprogrammed to 5v@1ms. Sensitivity was programmed to 1.5mv. There is no indication of surgical intervention.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis revealed multiple signs of wear along the lead body. Approx. 23 cm distal to the is-1 connector pin the lead body was found squeezed and deformed. In this region the outer coil was fractured and the inner coil was found bent. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.